Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was over 500 mg/dl. The customer's insulin pump has been disconnected from the customer. Customer was advised to troubleshoot for their high blood glucose. The customer will be calling back. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.